Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/esophagus. The surgeon was able to successfully resect the esophagus, but when he went to return the articulated jaws to the straight position and remove the device from the to car the display screen disappeared and the device became inoperable. The surgeon was able to remove the device from the trocar with the jaws still articulated. No patient injury.